Event description:
A report was rec'd from a laboratory in 2002 that a doctor had explanted a right eye memorylens in 2002 due to opacification. The doctor was contacted for additional info: the memorylens was implanted in 1999. The pt presented for exam in 2001 at which exam opacification of the iol was noted. The doctor explanted and replaced the lens in 2002 with no complications noted. The doctor's prognosis for the pt was listed as "excellent".